Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to pulmonary artery of the lung during a laparoscopic video assisted thoracoscopic surgery, the device could not be closed properly at the end and the stapler did not fire.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used to cut off the stomach blood vessels during an elective mini-invasive esophageal surgery, the device did not normally close tightly around the tissue nor could the hand grip be squeezed. The loading unit was inserted into the handle again. The result is the same. The loading unit need to replaced to allow further cutting. There was no patient injury.